Event description:
A customer contacted baxter regarding a system error 2240 during dwell 4 of 4 while using the home choice system. The service representative (tsr) had the home patient (hp) cycle power and system error 2367 was received. The tsr had the hp turn the machine off. When asked if any bags were disconnected, the hp said no. There was a leak in the tubing set. The tsr instructed the hp to discard the supplies and do a manual exchange for the last fill. The tsr instructed the hp to contact his nurse about the alarm. The machine was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
.